Manufacturer narrative:
Block h6, e1 (initial reporter last name), h6 (device codes) updated with additional information received on november 30, 2021. Block h6: medical device problem code a150103 for the reportable issue of bands prematurely deployed. Block h10: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the tripwire was secured and the slack was taken up correctly. The ligator head was returned with five bands attached and the remaining parts of two broken bands overlapped. Microscopic examination was performed, and it was found that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other problems with the device were noted. The reported event was not confirmed; however, there was evidence of a deployment failure. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. It was reported that the shrink wrap was removed from the ligator head prior to placing on the endoscope. This is earlier in the preparation process than what is instructed in the IFU. The IFU state, "carefully remove shrink wrap by pulling marked tab such that ligator bands and threads are not disturbed". Failure to follow this step could have led to the deployment failure and the damage seen on the ligator head teeth and bands. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, all bands shot off at once at first deployment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received on november 30, 2021. It was reported that not all the bands shot off at once but only a few. Additionally, it was reported that the shrink wrap was removed from the ligator head right before being placed onto the tip of the scope which is earlier in the process than what is instructed in the instructions for use (IFU).

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2021. During the procedure, all bands shot off at once at first deployment. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event.